Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the pump history showed a cs 078 alarm. During investigation, the rewind, load and prime steps were performed successfully. The pump was exercised 24 hours with no alarms occurring. The complaint of a cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump was opened and moisture damage was found on printed circuit board. Unrelated to the complaint, investigation revealed corrosion in the battery compartment; the battery compartment was cracked above the bumper pad. A leak test revealed a leak in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.